Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The level of devitrification and detritus were moderate and heavy, respectively. The microscopic inspection found the glass cap was rotating independently of the metal cap and identified a distal circumferential fracture. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify further signs of breaks along the fiber body. The functional testing conducted concluded that firing output rate was above the threshold for potential patient harm. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber was defective, and the reflecting mirror presented a rupture. Due to this, the procedure was completed using another device. There were no patient complications. During product analysis, a distal circumferential fracture was confirmed.